Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator fell out of a patient. It was suspected that the issue was likely due to the implant procedure. It was noted that the patient likely had too much movement too soon after the device implant. There were no symptoms or issues reported. New device was implanted on (B)(6) 2018. Patient was stable.